Manufacturer narrative:
Estimated date. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A proglide device was received at abbott return goods lab. Despite attempts to obtain information regarding the device, the site does not recall and could not trace case specific details. There is no reported information on this complaint. No additional information was provided. The device return analysis revealed that the proglide device returned deployed with blood on and in the device. Additionally, the suture was returned removed from the device and a cuff tab separation was noted. A device in this condition would not have achieve hemostasis.

Manufacturer narrative:
The device was returned for analysis. The unspecified failure mode was confirmed as a needle-cuff disengagement. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.